Event description:
During follow-up, noise and increase threshold was noted on the right ventricular (rv) lead. Rv lead dislodgement was confirmed. The rv lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The visual inspection of the lead did not find any anomalies except procedural damage and the measured helix extension length was within specification.